Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level (450-451 mg/dl). Cause was unknown. Prior to going to the ER, the customer attempted to treat the bg by administering an insulin injection and delivering a correction bolus. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released 6 hours later with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.